Manufacturer narrative:
If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient in (B)(6) reported he obtained the blood glucose readings of 19.6 mmol/l and 5.2 mmol/l with the lifescan meter, performed within 20 minutes of each other. There was no injury or medical attention sought due to the issue. As the test results fell outside expected values for precision testing, this complaint is being reported.